Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had experienced high blood glucose, bleeding at the infusion site, and two bent infusion set cannulas. It was also reported that the customer had high blood glucose of 345 mg/dl and another of 400 mg/dl. The customer treated with the insulin pump. The customer changed infusion sets twice to resolve the bent cannulas. Troubleshooting was declined. The device will not be returned for analysis.